Manufacturer narrative:
This report is a continuation of medwatch MFR report # 1644487-2010-02765.

Event description:
It was reported that the patient has been referred for explant surgery, but it has not occurred to date. This report is a continuation of medwatch MFR report # 1644487-2010-02765. No further information has been received.